Event description:
Event description guidant received information that these epicardial pacing leads were surgically abandoned when they exhibited elevated pacing threshold measeurements. The epicardial patch shock leads were also surgically abandoned when an open lead impedance measurement was displayed. The accompanying implantable cardioverter defibrillator (ICD) was explanted when it displayed an elective replacement indicator (eri). There is no allegation against the device.